Event description:
It was reported that customer was having issues with the battery cap on the insulin pump. Customer stated that the slot where she opens the battery cap was very sharp and scrapes patient's skin. Customer reported that the insulin pump alarmed no delivery in the past and wanted to know the cause of the alarm. The customer was advised the causes of no delivery alarm and to call back when issue persists to do troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.